Event description:
It was reported that balloon rupture, insufficient apposition and removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). Following pre-dilation of the mid to distal rca with a 2.0 x 15 non-boston scientific (non-bsc) balloon, dilation was performed right before the lesion with a 2.5 x 10 non-bsc scoring balloon. A 2.5 x 38mm synergy drug eluting stent was advanced without difficulty for treatment. However, during the first inflation for several seconds at several atmospheres, the stent delivery system (sds) balloon ruptured. The area right before the lesion was slightly expanded but the mid part of the stent did not inflate and remained in the same position, making the sds balloon and stent difficult to remove. The hub of the sds was cut and covered with a guidezilla guide extension catheter, but the guidezilla could not cross through to reach the stent and could not be removed through the non-bsc child catheter. The catheters were cut at the aorta and left where they were. The patient was sent for coronary artery bypass surgery. The surgery was completed successfully and the patient was in good condition. It was further reported that the balloon ruptured immediately after dilation, and the stent remained almost unexpanded and was not dislodged.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 38mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube. A break was located in the hypotube, located at 123cm proximal from the tip. This break location was consistent with the reported dissection of the shaft during the procedure. The proximal section of the break/dissection, including the hub manifold, was not returned for analysis. A visual examination of the distal extrusion identified a break in the midshaft extrusion at the guidewire exit port. The distal section of the break including the distal section of the distal extrusion, balloon and tip section of the device was not returned for analysis. A microscopic examination of the hypotube confirmed the reported dissection in the hypotube. A microscopic examination of the distal extrusion confirmed the break in the midshaft extrusion, at the guidewire exit port. The extrusion exhibited signs of stretching at the break site. Images provided by the site were examined and found to be consistent with the damages outlined under the product analysis.

Event description:
It was reported that balloon rupture, insufficient apposition and removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). Following pre-dilation of the mid to distal rca with a 2.0 x 15 non-boston scientific (non-bsc) balloon, dilation was performed right before the lesion with a 2.5 x 10 non-bsc scoring balloon. A 2.5 x 38mm synergy drug eluting stent was advanced without difficulty for treatment. However, during the first inflation for several seconds at several atmospheres, the stent delivery system (sds) balloon ruptured. The area right before the lesion was slightly expanded but the mid part of the stent did not inflate and remained in the same position, making the sds balloon and stent difficult to remove. The hub of the sds was cut and covered with a guidezilla guide extension catheter, but the guidezilla could not cross through to reach the stent and could not be removed through the non-bsc child catheter. The catheters were cut at the aorta and left where they were. The patient was sent for coronary artery bypass surgery. The surgery was completed successfully and the patient was in good condition. It was further reported that the balloon ruptured immediately after dilation, and the stent remained almost unexpanded and was not dislodged.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). Following pre-dilation of the mid to distal rca with a 2.0 x 15 non-boston scientific (non-bsc) balloon, dilation was performed right before the lesion with a 2.5 x 10 non-bsc scoring balloon. A 2.5 x 38mm synergy drug eluting stent was advanced without difficulty for treatment. However, during the first inflation for several seconds at several atmospheres, the stent delivery system (sds) balloon ruptured. The area right before the lesion was slightly expanded but the mid part of the stent did not inflate and remained in the same position, making the sds balloon and stent difficult to remove. The hub of the sds was cut and covered with a guidezilla guide extension catheter, but the guidezilla could not cross through to reach the stent and could not be removed through the non-bsc child catheter. The catheters were cut at the aorta and left where they were. The patient was sent for coronary artery bypass surgery. The surgery was completed successfully and the patient was in good condition.